Event description:
Patient in the or for bowel resection. After the surgery started, the doctor determined he could perform an end-to-end anastomosis. While attempting to anastomose, only one-half of the stapler fired, which left the proximal end of the bowel open. This resulted in the need for a colostomy. Patient will need to return for colostomy closure in the future.